Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use, the proximal shaft of the 3.50x33mm xience xpedition drug-eluting stent delivery system broke. No additional information was provided.